Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent vesica sling procedure due to sui on (B)(6) 1997.

Manufacturer narrative:
Date sent to the FDA: 6/1/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2010 due to erosion. No additional information was provided.